Manufacturer narrative:
The pump was not returned to mmd for evaluation. A DHR review was completed and no non-conformance's were found. Because the device was not returned to mmd an investigation could not be completed. This report is being filed for the reported delay in therapy that the patient experienced as a result of the complaint.

Event description:
The initial reporter stated that the pump was alarming no flow in almost immediately after they pressed the run button to start the feeding. They stated that this resulted in an eight hour delay of therapy while the patient was at school. Mmd did follow up with the initial reporter who stated that there were no adverse effects as a result of the complaint. They stated that the patient was able to eat by mouth after they when home and that a replacement pump was delivered. They did not provide any additional information. [Complaint: (B)(4)].